Manufacturer narrative:
No device analysis results are available because the device remained implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information was received from the following article: ralia s, shah z, sauer a, gupta k. Late migration of a cardiomems wireless pulmonary artery hemodynamic monitoring sensor. Circ hear fail. 2017;10 (4): e003948. Https://doi.org/10.1161/circheartfailure.117.003948. Four months following a successful cmems sensor implant procedure, the signal was lost and no sensor readings could be obtained. A chest x-ray was done to confirm the sensor position and it showed the sensor had migrated to the right lung. Once the sensor position was identified, readings were able to be obtained by placing the wand over the new location. There were no adverse outcomes that occurred with the patient and the sensor continued to perform well in the migrated location.